Event description:
It was reported the patient¿s stimulator was effective, but had to be explanted due to infection. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient was on perioperative IV antibiotics and oral antibiotics. The date of the onset was noted as (B)(6) 2013. The patient did not have meningitis. The symptoms experienced were noted as redness and pain. The primary location of the infection was at the device pocket. Culture was obtained and the organism cultured was (B)(6). The total system was explanted and patient out was that the infection resolved.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va09h0z, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).